Event description:
A discordant cardiac troponin I (tniu) result was obtained on one patient on an advia centaur xp instrument. The initial result was reported to the physician, who questioned the result as being inconsistent with previous tniu results for this patient. The same sample was repeated on an alternate system, that resulted lower. The physician requested a redraw from the patient. The redraw sample was tested on an alternate system and that tniu result was reported as the corrected result. There are no known reports of adverse health consequences or patient intervention due to the discordant tniu result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument log files (las.87 log), the data showed that when it was time to index sample identification number (B)(6) to the aspiration position the response from the laboratory automation system (las) was that there was no tube present. The fse determined that the cause of the discordant tniu result was due to the mis-representation of the sample identifier at the (las) aspiration point by the automation system (a non-siemens las system). The fse also determined that there was no indication of an advia centaur xp system malfunction during the time of the event. The instrument is performing within specifications. Further evaluation of the device is not required.